Manufacturer narrative:
This report is submitted on 22 october, 2019.

Event description:
Per the clinic, the patient experienced poor performance with device use, subsequently the device was explanted on (B)(6) 2019. It is unknown if the patient was re-implanted with a new device.